Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, self test, off no power test, basic occlusion test, prime test and displacement test. However, insulin pump received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed motor position encoder error alarm due to several displayable history check failed alarms in the history file. Displayable history check failed alarms due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform unexpected restart error test occlusion test and excessive no delivery test due to motor error alarm. The insulin pump received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked case and missing end cap sticker.